Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an unspecified product performance issue. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported. No additional specific details were provided. An attempt has been made to obtain additional information, however, no additional information is available at this time. If information is provided in the future, a supplemental report will be issued.